Event description:
Received explanted lead in 2007. No info regarding explant provided. Database search does not provide implanting or following care physician. Also, database does not provide address for implanting center. Sent an email requesting a mailing address so that an investigational letter can be sent. Will follow-up in week if no response received from email sent.